Event description:
(B)(6). Lot eb4031102 - (B)(6) 2025 - 50ct. The customer reported receiving variable readings. The customer tested last night, and the first test was high, and the second test one hour later was low. He did not take any insulin. Customer reported that on 11/29/2023, his blood sugar read high at 440. He took the amount of insulin that was recommended, 10 units of glargine and 10 units of novolog, his wife was with him and heard him moaning. He rolled out of bed on the floor. His wife called the paramedics. He was passed out when they arrived. The customer passed out for about an hour. The paramedics checked his glucose, and it was 39. They treated him with meds, but he has no idea what they gave. They treated him at home. He woke up and told them he did not want to go to the hospital. Before they left, they took his blood sugar, and it was 140. He said they checked it three or four times as it was gradually getting better. It went from 80 to 140. He said he doesn't know if the problem is with the meter or him. He also mentioned he took a blood test last night and that result was 364. He did not take insulin. Two hours later, without taking insulin or medication, he stood up and he felt dizzy. He took his blood test, and the reading was 65. He has changed his diet. He lost 30 pounds. He stores the meter and strips in an unused bathroom. He is not receiving oxygen therapy. He doesn't have trouble getting a sample of blood. He changes the lancets each time he tests. He uses alcohol to clean his fingertip and allows it to dry thoroughly. Replaced meter, strips and sent return label.

Manufacturer narrative:
Customer did not return meter or strips involved in incident. Meter and strips involved in incident will not be returned for investigation as the customer advised during a follow-up call that he discarded the items. Retain strips of specified lot were tested with qs meter and passed testing with no failures detected.